Event description:
Reported false positive sars results for 1 consumer. It is unknown if the consumer was symptomatic. The consumer communicated the result was confirmed negative by molecular (pcr testing). 3 additional consumer events taking place over a few month's span were communicated which are captured on separate reports.

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.